Manufacturer narrative:
Concomitant medical products: product ID: 4968-35 lead, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent failure ventricular pacing after sensed p waves due to t-wave oversensing (twos). It was noted the patient was symptomatic. The device was reprogrammed and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.